Event description:
It was reported that the customer had high blood glucose levels of more than 600 mg/dl. The mother of the customer reported that the customer's blood glucose levels were running high for about a month already. The mother of the customer also reported that the health care provider has been trying to adjust settings on the insulin pump. The health care provider did troubleshooting on the insulin pump and found that insulin had leaked inside the reservoir compartment of the insulin pump. The mother of the customer also reported a button error on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.